Manufacturer narrative:
Should additional information be received, another report will be submitted.

Event description:
It was reported that the patient with this device system will likely be scheduled for replacement due to jumpy unresolved, impedance measurements. The field representative reported the patient also has several, unidentified, abandoned implanted leads. During the recent follow-up, noise on the right atrial lead was observed during an interrogation session. Additionally, two syncope events occurred within the past three weeks; dates/times unknown. The patient was hospitalized following the first syncope; surface electrogram was without abnormalities. The device was then reprogrammed to turn off the amv sensor and the patient released. The second syncope illustrated a ventricular rhythm below the lower rate limit. Av block iii was present on surface ECG in hospital. Ventricular rhythm of 26 bpm. Again, the interrogation of device was without abnormalities and showed proper threshold. Oversensing was assumed as cause for stimulation inhibition: reprogramming, rv sensitivity set to 4.0 v with proper rv sensing. Field follow up has confirmed the system, device and active leads, will be explanted and replaced at a later date and, at another medical facility. The patient is currently on holiday.